Event description:
Customer reported being hospitalized for high blood glucose. Troubleshooting was performed and customer reported that although the lead screw rotated, no insulin exited from the infusion set.